Manufacturer narrative:
Reportability of pli 30 should be not reportable since it is initially not part of the complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of three reloads. Visual inspection of the returned product noted that all three reloads were fully fired and were returned with open jaws. Microscopic evaluation noted that the reload one (a) had damage to the cutting edge of the knife blade. The anvil clamping mechanism was deformed for reload three (c). The anvil of reload three (c) was bowed. Pmv performed functional testing. The reloads were loaded into a post market vigilance instrument for functional testing. The interlock was overridden and the reloads were cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the bowed anvil and deformed anvil clamping mechanism may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic distal gastrectomy, the stapling of the duodenum with a 45mm staple was successful. The surgeon then fired to the stomach of mouth side a 60mm reload. During the following firing with the 60mm staple, the surgeon noted stomach content leaked from the cut end of the previous firing. The surgeon noted some staples were u-formed and the stapling was incomplete. The surgeon additionally resected by 1 or 2cm of the stomach of mouth side with 2units of the 60mm staple. The stapling was completed with no problem. The surgeon continued to use the same device and completed the anastomosis with a 45mm staple and closed the entry hole with 60mm staple. There was no patient injury..